Event description:
Patient presented back to the physician with continued infection and discharge at the chest incision site. Physician brought the patient into the operating room, removed the ipg, sensing lead, and a portion of the stimulation lead body, and closed. Physician prescribed antibiotics after the procedure was completed.

Event description:
Patient presented back to the physician with blisters and continued infection at the chest incision site. Physician brought the patient into the or, flushed the ipg pocket with antibiotic solution, and closed.

Event description:
Patient presented to the physician with drainage at the chest incision site. Due to the concerns of cellulitis infection, physician admitted the patient. Culture was taken and the results returned positive for staph infection. A seroma was also determined. Physician drained the chest incision site and prescribed antibiotics. Patient was discharged. Patient presented back to the physician with continued issues at the chest incision site and with right-side neck pain and ear pain. Physician prescribed antibiotics. Patient presented back to the physician with continued right-side neck pain and ear pain. Physician prescribed pain medication.